Event description:
It was reported that pum was less responsive touch screen. No information was provided regarding impact to customer¿s blood glucose level. Customer¿s mother declined transfer and follow-up, and no additional troubleshooting steps or corrective actions were documented.